Event description:
Post-op pt f/u revealed that the lag screw had disengaged from the washer; construct loosening.

Manufacturer narrative:
Although the lag screw had disengaged from the washer, the implants did not break. The pt was neuropathic and non-compliant with post-op non-weight bearing protocol resulting in the non-union and subsequent hardware fracture (non-extremity medical product) and construct loosening (io fix).